Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-07 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they have two spinal cord stimulators and they never had a maintenance check for their scs checked since they were implanted. Patient mentioned they would like set up an appointment to get their scs checked. Patient mentioned that they thought the implant was shutting off because they got no stimulation. Patient mentioned they had their implants checked after surgery a couple times but not a yearly maintenance check for their stimulators. Patient mentioned they did know they would have to get their stimulators checked regularly. Agent reviewed role of rep and provided nas number. Patient was redirected to their hcp to further address the issue.

Event description:
Additional information was received from the patient (pt). They reported that their lumbar stimulator was turning itself off so that they would not feel stimulation without them touching any buttons. Pt saw their physician, but was redirected to medtronic since they saw it as a technical problem and not a medical one. Pt called and got technical support to order a new recharger because of the pins. Pt believes the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2022, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.